Event description:
It was reported that during therapy, the blanket/wrap contact surface temperature is not warm or cold enough. The patient was not adversely affected and no clinically relevant delay in treatment was reported.

Manufacturer narrative:
The issue was resolved for the customer by confirming the functionality of the unit and providing further education to the customer the manufacturer date has been included in section h4.

Event description:
It was reported that during therapy, the blanket/wrap contact surface temperature is not cold enough. The patient was not adversely affected and no clinically relevant delay in treatment was reported.